Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles inside the reservoir. Customer's blood glucose level was 5.7 mmol/l. Customer advised the bubbles are small and the issue has occurred for several months. Customer advised the insulin pump did not rewind with the reservoir in place and they store the insulin inside the refrigerator. Customer advised they took out the insulin from the refrigerator in the morning. Customer was advised to discontinue use of the reservoirs and that replacement reservoirs would be sent out. Customer agreed to return the products for analysis.